Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and pocket stimulation due to being accidently programmed to emergency single chamber fixed rate (vvi) mode. The lead remains in use. No patient complications have been reported as a result of this event.